Manufacturer narrative:
It has been identified that the sku (du-02355) mentioned in the initial report is incorrect. The accurate skus associated with the complaint are ti-98431 (lot# 159490, phacofit, brt v2, 21g str, cp, .3pt) and ti-98432 (lot# 158465, phacofit, brt v2, 21g bnt, cp, .3pt). Complaint - it was reported that during the use of a signature pro phacoemulsifier the surgeon observed a suspicious deposit in the patient's eye that may have originated from the disposable in question. Follow up:there was no patient's injury but a small piece of metal remains in the patient's eye. Manufacturer investigation summary: the investigation summary provided by the manufacturer revealed a flake of material coming off the I/a tip, which was left in the patient's eye. However, the devices returned for investigation did not match those specified in the original complaint. The complaint referenced a "signature pro phacoemulsifier," which did not specify the handpiece used, complicating the identification of the exact items involved. Upon inspection and review of the photos taken, both items were found to have bent tips, but no chips or chunks were observed to suggest that a piece had broken off. Instead, the surfaces appeared smooth and shiny, considering their age (both manufactured in 2022), and seemed to be in very good condition. The damage to the tips might have occurred during shipping. While it is theoretically possible that a burr dislodged from the inside of the item and migrated out, this scenario is highly improbable. In conclusion, the products do not exhibit the type of damage described in the complaint, and the problem cannot be verified.

Event description:
During initial advancement, surgeon noticed bottom coils were not advancing. No patient injury. We saved the defect and opened a new ring for use.